Event description:
It was reported to philips that the was unable to boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up intermittently. Upon troubleshooting, fse found that the software failed to start properly, with no error shown on the data monitor. After restarting the system, the error reoccurs. Upon checking the suite pc, it appears to have started, but reinstalling the suite pc software doesn't work as expected. Reinstalling all system software resolves the issue, but the x-ray software cannot be installed, indicating that the x-ray pc is the cause. To resolve the issue, fse replaced the x-ray pc and reinstalled the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.